Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) had been generating an autofill failure alarm and had not been pumping the past 4-6 hours. The customer was advised that at that point the iab needed to be removed as soon as possible. It was later reported that patient death occurred. Related to balloon complaint (B)(4).